Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous case report received from a medical doctor in united sates on (B)(4) 2013 which refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced both sides were perforated. No information was given on pt's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2013 the pt had essure (fallopian tube occlusion insert) inserted for contraception. Lot number was b21581. It was reported that the hsg test was done too soon (date not specified) and showed that both sides were perforated. An ultrasound will be done. The relationship between both sides were perforated and hsg test was done too soon and essure was not reported. Follow-up information received on (B)(4) 2013: pt initials and date of birth were added. The hsg test was performed on (B)(6) 2013. Follow-up received on (B)(4) 2013: pt is scheduled for bilateral tubal ligation on (B)(6) 2013. Follow-up information was received on (B)(4) 2014. She denied any previous gynecological interventions, gynecological problems and relevant medical history or concurrent conditions. She had 02 pregnancies and 02 live births. On (B)(6) 2013 essure was easily implanted under general anesthesia. She was 6 weeks postpartum. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. She received depo on the same day of essure insertion as back-up contraception. Three months hsg (hysterosalpingogram) test was performed and showed bilateral patency. Complete bilateral tubal perforation. The pt was asymptomatic. On unspecified date essure was removed. Since it wasn't working for her, pt requested essure removal. They did another hysteroscopy, got essure out of right side. But on the left side, couldn't see the essure and pt requested for a hysterectomy because she wanted both coils out. She underwent removal of uterus along with bilateral fallopian tube removal and essure coil removal. They were inside the uterus, didn't go through the uterus, assuming was in the myometrium. It was not in the abdominal cavity. The pt recovered from the essure removal procedure. She was doing great. No further information was provided.